Manufacturer narrative:
Correction: section d4 - serial number should have been (B)(6). Conclusion statement: the report of lead fracture was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
Additional information indicated that the s1 lead was explanted and replaced.

Event description:
It was reported that one of the patient's implanted leads is fractured, resulting in ineffective therapy. Reportedly, the patient is very active and does construction. The patient underwent surgical intervention on (B)(6) 2023 wherein the lead was explanted and replaced to address this issue. It is unknown which lead is fractured.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm implant lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8597809.